Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Performance problem. Complaint verified - replaced foot pedal and diaphragm. Repair order 98058. Leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. Inspect returned samples. *analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 02/22/2007 under wo #(B)(4) and shipped on 05/14/2007. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: service and repair confirmed the foot pedal was not properly functioning. The foot pedal is an external pneumatic device to create air displacement that inflates a diaphragm inside the console. The inflated diaphragm pushes on a switch that turns the power on to the unit. Without the foot pedal providing the air displacement the mechanism cannot push on the internal switch. Given the age of the foot pedal the root cause for this complaint condition is wear and tear. Pertaining to the diaphragm - the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. Corrective actions. The foot pedal was replaced, a new diaphragm was placed in, the unit was tested and returned to the customer. Pertaining to the diaphragm replacement - engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training required. *was the complaint confirmed? Yes.

Event description:
Performance problem. Complaint verified - replaced foot pedal and diaphragm. Repair order (B)(4). 1216677-2022-00098-1 leep system 1000 esu gen 52969 e-complaint-(B)(4).